Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # j1022459 mfg date: 12/01/2010, exp date: 12/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. The actual device attached to a reservoir was returned for evaluation. The fluted part was put into a bowl filled with water, the reservoir was activated and it was draining very slowly; it seems that the drain was clogged. The drain was detached and inspected and multiple dry blood clots were found inside the drain. There was a clot partly closing the 1/8 adapter nose which was connected to the drain. In addition, there was an orange thread tied around the drain, which could contribute to nonpassage of patient liquids as it seems to be tied too strong. The device information for use warns that "an effective closed suction drainage system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill, and reservoir suction must be maintained." Corrected information: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00350. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent total cystectomy and a drain was placed under skin on (B)(6) 2011. On the next day after surgery, it was found that the drain might be clogged. After the drain was removed, the patient's fluid drained from the insertion site. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: j1022459: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01627. The same patient is represented in each medwatch.